Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: confirmed the keypad was torn across the ok button. Removed keypad with no further defects found. Pump would not power up due to corrosion in battery compartment , and battery cap could not be used due to stripped threads. Test cap attempted, with no power. Unable to test buttons due to no power. Corrosion found along the processor printed circuit board next to the battery cylinder. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad, battery cap with stripped threads, and internal corrosion. This report is made based on the results of an investigation completed on (B)(4) 2013